Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the control unit is dirty due to water leakage. Due to damage on the scope connector, a noise image occurs. In addition, service found due to deformation of the up/down knob, water tightness is lost. The connector cover has a scratch, the light guide lens is shaved, the adhesive around the light guide lens was peeled, the objective lens has a crack, the adhesive around the objective lens was peeled. The scope connector has discoloration, the scope connector, the flexibility adjustment ring, the switch box, up/down knob, right/left knob, and the connecting tube all have a scratch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the cause of the foreign material remaining in the subject device was not able to be determined, as the foreign material could not be identified. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: instructions, operation manual of gif/cf/pcf-290 series chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. Instructions, reprocessing manual of gif/cf/pcf-290 series chapter 5 ¿reprocessing of the endoscope (and related reprocessing accessories)¿ describes how to prevent the subject event. Additional information obtained identifies the device was cleaned, disinfected, and sterilized before it was sent to olympus. There was no delay/time lag between the end of clinical use and the start of pre-cleaning. The customer flushed the air/water nozzle with water and air. There were no abnormalities in the accessories used for reprocessing. The customer immersed the endoscope in the detergent solution. The customer wiped/brushed the air/water nozzle with clean lint-free cloths, brushes, or sponges. The customer flushed the air/water nozzle with the detergent solution. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus, the colonovideoscope has internal water leakage and image noise. The device was returned for evaluation. During the device evaluation, the is foreign object inside the nozzle was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.